Event description:
It was reported to boston scientific corporation that a microknife xl was used in the papilla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the needle of the device detached and got fixed in the mucosa. Reportedly, the detached needle did not cause any bleeding and was successfully retrieved using a biopsy forceps. Additionally, they used martin generator and a bsc active cord. The procedure was completed with another microknife xl using the same generator and active cord. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Visual evaluation of the returned device found that the working length was twisted and the cutting wire was broken and blackened. Review and analysis of all available information indicated the most probable root cause for this event was operational context, since it is more likely that procedural or anatomical factors encountered during procedure could have affected the device integrity and its performance. A review of the device history record (DHR) was performed and no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. Labeling review was performed and no anomalies were found.

Manufacturer narrative:
Reported event: needle detached. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a microknife xl was used in the papilla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the needle of the device detached and got fixed in the mucosa. Reportedly, the detached needle did not cause any bleeding and was successfully retrieved using a biopsy forceps. Additionally, they used martin generator and a bsc active cord. The procedure was completed with another microknife xl using the same generator and active cord. There were no patient complications reported as a result of this event.